Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, since the day of the implant procedure, the implantable cardiac monitor (icm) was detecting pause and bradycardia episodes dues to undersensing and oversensing. The device remains in use. No patient complications have been reported as a result of this event.